Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure on (B)(6) 2026, under general anesthesia. During the procedure, two hydrodissections were performed due to the first one having saline injected into the rectal wall. While reviewing magnetic resonance imaging (MRI), it was noticed on the sagittal view that there is a double layer on some sliced, suggesting a thin layer of rectum above a small portion of the hydrogel. It was mentioned as a very mild infiltration. The patient has not started his radiation therapy. He is expected to receive 28 fractions.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.